Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the shocking sensation cause has not been determined yet. Patient stated it was mostly happening with twisting, such as when she is mowing the lawn. Patient decided to turn off when mowing the lawn. X rays were ordered.

Event description:
It was reported that patient had high impedance on (B)(6) 2023. Electrode 10 at 40,000. Rep programmed around the high impedance. Cause unknown. Additional information was received from the rep on (B)(6) 2023 reporting that the patient was happy with the reprogramming. Patient is to follow up as needed. Additional information was received a manufacturing representative (rep) on (B)(6) 2023. The rep called while meeting with the pt who reported that about 2 months ago she began to experience a shocking sensation over her thoracic region at the end of her leads while stim was on, and a pinching/pressure like sensation in certain reaching positions with arms extended (stretching, driving, etc.) Over the same site when stimulation was off. Pt reported that the shocking sensation goes away when stim was off. Pt denied any trauma or event related to the time these sensations started that she can recall, and denies any sensations over the ins site. Mdt rep reported that contact 10 was showing >40k ohms, but that all other contacts were green and that all contacts showed green on connectivity checks. The pt reported they were still getting excellent pain coverage from their programming and that none of her programs currently use contact 10, but that her current program had anodes on 8 and 9, with cathodes on 13 and 15. Mdt rep reported that they will try some other reprogramming to not be as close to contact 10 to see if this changes the pt's symptoms with stimulation on, and that the hcp was aware and planning to get imaging today. Mdt rep reported she would call back if further questions arose or further troubleshooting was needed.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial (B)(6), implanted: (B)(6) product type: lead. Product ID: 977a260, serial (B)(6) implanted: (B)(6) 2022 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot: (B)(6) ubd: 02-jun-2026, UDI: (B)(4) product ID: 977a260, serial/lot: (B)(6), ubd: 02-jun-2026, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.